Event description:
N/a

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the skull clamp revealed that the ratchet arm springs back under the increasing pressure of the screw and both the swivel lock and the unit were checked to ensure proper functioning. To resolve the issue, the internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's pivot lock assembly. After assembly, the skull clamp was successfully functionally tested. Root cause - the complaint is confirmed via inspection of the unit. The ratchet arm springs back under the increasing pressure of the torque screw, and the swivel lock also needed to be opened to check for proper function. The probable root cause is routine use and wear of the unit. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
This case was identified through a retrospective 2 years review of complaints in the context of CAPA pr00003. This review concerns the requests for service and repair received before the project looking glass implementation initiated, on (B)(6) 2024. Project looking glass introduced a standardized methodology for screening service records for potential product complaints, including cases of patient involvement and/ or adverse events. Device was received and repaired by integra service and repair center and sent back to the customer in september 2023. A supplemental report will be finalized and submitted shortly.

Event description:
A facility reported there was an intraoperative incident, and a pin slipped during use of the mayfield modified skull clamp (a1059). No patient injury or surgical delay has been reported. No additional information is available.